Event description:
The facility representative reported a flogard infusion pump that fell. It is unknown when this condition occurred in the pediatrics department. It was not reported if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed during service evaluation, however the quality engineer has confirmed the reported condition as a door latch issue. The door latch was replaced to resolve the reported problem.